Event description:
A customer reported that the battery of their tandem mobi pump would not charge. There was no adverse impact to the customer's blood glucose level. Upon investigation, it was found that the customer was using a third-party wall adapter, which was not recommended. The customer switched to a tandem mobi wall adapter, and the issue was resolved as the pump began charging. No further assistance was required.